Event description:
It was reported that the procedure was to treat an acute myocardial infarction patient. The target vessel was totally occluded, in the right coronary artery. Two un-specified stents were implanted and it was noted that a distal end perforation occurred in the distal stent. The 3.0 x 16 mm graftmaster stent delivery system (sds) was advanced for treatment; however, the sds met resistance with the implanted stents, and dislodged. There was no damage noted to the implanted stents. A 3.5 x 19 mm graftmaster stent was implanted to crush the dislodged stent against the vessel wall and treat the perforation successfully; however, the patient died due to acute myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.